Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a study by (B)(6) et al reported 1 unrevised case of "instability/dislocation" in a patient implanted with an evolution primary knee.

Manufacturer narrative:
10. Additional information received on 16-aug-2021. Adverse events reported in the article are not medical device related, as clarified by dr. (B)(6) in (B)(6) (author of the article and owner of the study) please void the report. 11. Corrected data: event not reportable.